Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two mentor smooth round moderate profile 250cc saline breast prostheses and experienced bilateral deflations post-operatively, which were confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the right side device.

Manufacturer narrative:
On july 12, 2021, mentor received additional information indicating the patient experienced a cutaneous contour deformity on the right side, not a deflation as previously reported. The patient experienced rippling of the breast, and the right implant itself was intact. Coding has been updated. Manufacturer¿s reference number: (B)(4).